Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed message code 1003 upon interrogation at the hospital, which indicates that the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Technical services (ts) consultant recommended replacement. This ICD was explanted and a new device with a different model was successfully implanted. This ICD was returned for analysis. No additional adverse patient effects were reported. Additional information received indicates that prior to explanting the ICD the patient reported that it had been beeping.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed message code 1003 upon interrogation at the hospital, which indicates that the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Technical services (ts) consultant recommended replacement. This ICD was explanted and a new device with a different model was successfully implanted. No additional adverse patient effects were reported.